Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center an issue related to the device's lcd screen was observed. The component was returned to the manufacturer's quality assurance laboratory for investigation. During the investigation the root cause of the lcd issue was found to be electrostatic discharge damage.